Event description:
It is reported that the patient was implanted with a medial and lateral plate. The lateral fracture was fully healed. A broken hardware was removed due to non-union of a distal humerus fracture. The medial plate was intact but had three broken screws of the six or eight placed. The medial plate and three broken screws are being reported as the suspect products. All of the screws, including the broken screws were completely removed from the medial plate. The plate was revised to a new synthes medial plate and bone grafts were added. None of the devices are available for return. This report is for three (3) unknown screws of unknown length. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for three (3) unknown screws of unknown length. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.